Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the wings nuts broken off. Investigation found that the wing nuts are broken of due to mechanical overloading. The broken surfaces are homogenous and do not show any anomalies of materials quality. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals, the wing nuts show signs of usage with nicks, scratches, deformation around pin wrench hole. The thread appears to have failed in torsional shear due to over loading. Due to the amount of wear and deformation seen on the wing nuts, the threads failed from torsional shear. The dhf adequately addresses the functional requirements and design risk. There is nothing within the supplied components that show they deviate from the requirements. Therefore, from a design aspect, product development concludes that the complaint is considered invalid due to excessive torsional forces during usage.

Event description:
It was reported that during a tibia fracture procedure, the surgeon used the holding sleeves with a large distractor to tighten the wing nuts. The wing nuts broke into the holding sleeves. There was no harm to the patient and the surgeon completed the procedure with the holding sleeves.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 2 for this (B)(4). This report is for 2 holding sleeves.